Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited a high out of range pacing impedance measurement of greater than 2500 ohms. The physician determined the rv lead was fractured. The rv lead was reprogrammed and no intervention will be performed at the patient's request. No adverse patient effects were reported.